Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insufflator lost pressure and started leaking during the procedure. However, no harm occurred to the patient, user or third party. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation.